Event description:
Healthcare professional reported via operative report baker grade IV. This record is for the right side. Device has been explanted.

Event description:
Patient reported ''currently having to take my implants out due to capsular contraction'' baker grade unknown. Later patient reported baker grade iii. Healthcare professional reported via operative report baker grade IV. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed crystalline in the gel. ¿ observed creases on the surface of the device. ¿ observed white particles on the surface of the device. ¿ observed deformation. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported, baker grade iii.